Event description:
It was reported that during the implant procedur,e the physician experienced difficulties when attempting to pass the lead through the innominate vein, as it there was an obstruction. The physician "forced it a little bit" but was unable to advance the lead. The physician removed the lead and noticed the rv coil was damaged. The device was not implanted. No patient complications have been reported as a result of this event.

Event description:
During implant of the lead, physician had difficulties trying to pass the lead through the innominate vein due to obstruction. While trying to pass the lead, the physician forced it a little, but couldn't get through the obstruction. The lead was extracted and there was damage observed on the rv coil of the 6947 lead. In order to pass this obstruction he used a longer introducer (8fr.) And he implanted a 6944 lead (as this lead is thinner than 6947). No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): lead was returned with the defib conductor distorted; full lead returned and analyzed.